Event description:
The patient was implanted with a left ventricular assist device (lvad). The was reported by the vad coordinator that the patient had experienced a cva (ischemic) and was admitted. Patient's lactate dehydrogenase (ldh) elevated to 3000 with pump power 11-12. The implanting surgeon gave tpa. Pump parameters returned to normal. Patient now experiencing hemolysis and is on integrillin drip. Ramp study and CT planned. Based on results, center will decide on a possible pump exchange. Additional information received 21 days later indicated that the patient's parameters returned to normal and a pump exchange was not performed. They plan to continue to monitor the patient.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.